Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to post orthopedic surgery. Patient is alleging vena cava perforation. Patient notes and further alleges "know that it can break loose and die". Per the (B)(6) 2013 ivc filter placement: "findings: the filter was deployed just below the level of the renal veins". Impression: successful placement of a retrievable gunther-tulip ivc filter. The filter can be removed once the patient can be anticoagulated or no longer needs dvt prophylaxis". Per the (B)(6) 2017 CT: "findings: filter type: cook gunther tulip. Filter position: below the renal veins. Filter migration: none. Filter fracture: none. Ivc stenosis: none. Filter tilt: none. Filter penetration: yes. Impressions: the legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat".

Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc) perforation. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-uni-tulip) lot: e2913316, nor filter (igtf-30) lot: e2908795 and e2908771. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.